Event description:
It was reported that the battery gauge was intermittently fluctuating resulting in the pump shutting down. Customer's experienced blood glucose (bg) level displayed as ¿high¿ multiple times; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly, customer continued using pump for insulin therapy.